Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported implantable neurostimulator (ins) was not functioning. Consequences of the event were noted as not available. No symptoms were reported. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.